Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "correct handling of instruments is extremely important. Most instruments are not intended to be modified, notched, bent, etc. As notches, scratches or other damage and/or wear in the instrument occurring during surgery may affect the performance of the instrument or contribute to breakage."

Event description:
It was reported that during an anterior cruciate ligament repair procedure the guide wire fractured in the femoral tunnel. As a result, there was a 45 minute delay in the procedure. The guide wire was successfully removed from the patient and no pieces were retained.